Manufacturer narrative:
The device was returned and evaluated. Additional evaluation findings include the following: due to damage on charged coupled device unit, the image had black dots, adhesive on bending section cover had a chip, bending section cover, control unit, grip, universal cord, upward /downward angulation lever plate, right and left, forceps elevator, angulation, light guide connector, light guide cover glass, switch one, right /left lever, video connector case, video connector, right /left plate angulation lever had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the deflectable videoscope, had communication error. There was no patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional request for further investigation. Based on the results of the investigation, the foreign material could not be identified, but it adhered to the electrical contacts of the video connector which lead a temporary poor electric connection to the system. Additionally, it was found that physical stress such as bumping and dropping or electrical stress due to energization to the circuit board led to an unstable image. The event could have been detected/prevented by following the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Olympus will continue to monitor field performance for this device.